Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 74-year-old female patient three times, the patient was unable to convert. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2025-02538 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including functional testing, stressing and bench handling without duplicating the customer's report. An internal inspection identified the shields were loose which may have contributed to the customer report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.